Event description:
Three instances of a cardinal health infant heel warmer bursting upon activation. In one case, the nurse stated not fully activating the warmer when it burst. Product was removed from use in all areas within the organization that stock the device.